Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used enlite sensor and found sensor retracted inside sensor base also found electrode broken.

Event description:
A customer reported via phone call indicating that they had issues with their sensor. The physician discovered that the electrode was short after removing the sensor. The customer's blood glucose was unknown at the time of the incident. The customer sent the sensors back for analysis.